Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00348, 00349.

Event description:
Additional information received (B)(6) 2010: user facility medwatch report number (B)(4) attached. The user facility's report list the stem as the broken component; however, this is not correct. The (B)(4) is the only broken component. However, the other items removed during this revision surgery have been reported. (See report numbers 1043534-2010-00348, and 00349).

Event description:
Additional information received 8/30/10: (B)(4). The user facility's report list the stem as the broken component; however, this is not correct. The (B)(4) is the only broken component. However, the other items removed during this revision surgery have been reported. (See report numbers 1043534-2010-00348, and 00349.)

Manufacturer narrative:
Additional information received 8/30/10: (B)(4). The user facility's report list the stem as the broken component; however, this is not correct. The (B)(4) is the only broken component. However, the other items removed during this revision surgery have been reported. (See report numbers 1043534-2010-00348, and 00349). (B)(4).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Product conformance could not be determined. Use of device could not be determined.